Event description:
During recovery period, pt was intubated orally with continuous positive airway pressure of 5 via bag. Pt began to cough and remained unresponsive. Rn began to give positive pressure via bag to maintain saturation above 94%. Oxygen saturation continued to drop, rn raised the oxygen flow to 15 lmp and still could not maintain positive pressure. Oxygen saturation now was 82%. Rn called for help and attempted to bag the pt with very little pressure maintained from bag. Anesthesia arrived and assisted with bagging with difficulty also. Placing finger over hole in bag helped maintain pressure and sats began to rise. Pt was kept in phase I pediatric acute care unit for 1 1/2 hours. 3 1/2 yr. Old male - status post tonsilectomy and adenoidectomy. - to pediatric acute care unit intubated. - apparently pt began to arouse and cough on endotracheal tube and had desaturation - rn was unable to maintain positive pressure on bag despite raising oxygen flow/ closed pop off valve - pt's saturation continued to drop and md was called stat - on md arrival pediatric acute care unit, pt was extubated with one rn holding mask on face and one rn bagging pt - there was no chest movement - one could hear air whooshing out of small hole next to pop off valve - med took over mask and had rn occlude hole while 2 rn bagged pt - md & rn were then able to ventilate pt (with 3 people) - rn was unaware of this hole in new circuit and need to occlude it for positive pressure vent - pt had prolonged desaturation and was lucky he didn't get post obstructive pulmonary edema.